Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Testing of actual/suspected device(10): the reported event was confirmed by the getinge field service engineer that was performing the installation of the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) indicated that the battery was unusable and did not work. It failed upon initial installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the lithium ion batteries and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a